Manufacturer narrative:
Site dr. (B)(6) declined to provide patient information. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Issue resolved, evaluation not needed.

Event description:
A medtronic representative received a report that, while in a cranial procedure, when navigation was being used, the monitor screen turned black and did not work. The issue was resolved by re-booting the navigation system. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 30 minutes. There was no impact on patient outcome.